Event description:
There separte incidents have occurred with filters puncturing blood unit bags requiring the disposal of blood. The equipment was not saved for evaluation due to potential hazard of blood product. Products were returned to blood bank for processing. Evaluation done by IV therapist. The spike to puncture bag was not found to be consident and noted to be very sharp. One of the units was an autologous which had to be destroyed. Our evaluation of the same lots of filters and filters with tubings had differences of height of spike and bevel lumen. These were different then the samples provided initially on research of product. Baxter was notified of difficulties. Hospital evaluation will occur. Temporarily replaced as soon as another product to arrive.there incidents in ten days is well over our occurrence rate in last year of one or two within one year. The blood bags do not have a supportive area as long as the spike on the filter. The new filters have a longer spike than those initially prodived for research.device labeled for single use. Patient medical status prior to event: fair condition. There was multiple patient involvement. Number of patients involved: 3.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, visual examination. Results of evaluation: design, inadequate quality assurance, other. Conclusion: device failure directly contributed to event, device was out of spec in a manner that relates to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device use continued with restrictions/limitations, user education provided, other. The device was destroyed/disposed of.